Event description:
The customer reported that the system would lock up. There was no pt injury or death reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the cine hard drive may need to be replaced, but no conclusion can be drawn as repair info is not available.